Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. . A follow-up report will be sent when analysis is complete. (B)(4).

Event description:
The pump was explanted secondary to infection. There was reported to be no patient injury. The patient recovered without sequela.